Event description:
It was reported the patient¿s implantable neurostimulators (ins) were depleted. It was noted that impedance testing was done. The reporter stated the patient¿s healthcare professional (hcp) wanted the inss analyzed as they needed to be replaced after only 10 months. Additional information received reported the reason for removal was therapy related. The reporter stated the battery depletion was unknown. The reporter stated the inss lasted for roughly then months.

Manufacturer narrative:
Analysis of the neurostimulators, serial #(B)(4), found the batteries at normal end of life. Their telemetry and output were okay. There were no significant anomalies.

Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 3387s-40, lot# v015947, implanted: 2007(B)(6), product type lead product ID neu_unknown_ext, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID neu_unknown_lead, serial# (B)(4), implanted: 2005-(B)(6), product type lead, product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.